Event description:
Pt had existing hakim programmable valve/bactiseal catheter that became occluded. An external drain was placed to relieve fluid build up. Cerebrospinal fluid was tested for infection the night before surgery with negative results. During next morning surgery it was discovered that the peritoneal catheter had become occluded. Following disconnection from the valve, fluid came back up from the peritoneal catheter towards the valve. This fluid was sent for infection test and the peritoneal catheter was replaced. Fluid from the peritoneal catheter came back positive for enterococcus. The entire system was then explanted in 2002.